Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. A triclip steerable guide catheter (tsgc) was used off-label with the mitraclip clip delivery system (cds) as it was also planned to treat tricuspid regurgitation (tr) grade 3-4 after the mr. Patient was frail but stable. Initial steering to the mitral valve was difficult due to prominent coumadin ridge. During initial steering to the mitral valve a drop of blood pressure was noticed and echocardiographer confirmed circumferential pericardial effusion. Location was unknown as bleeding spread quickly. Physician concluded cardiac tamponade was present. Protamine administered. Patient turned hemodynamically unstable. Pericardiocentesis was performed as the tsgc and cds were removed. Pericardiocentesis was unsuccessful and the patient's condition worsened. Due to this, open heart surgery was performed. After initial improvement with ECMO, the patient's condition diminished and could not be stabilized. After several unsuccessful attempts to resuscitate the patient died. It was thought the pericardial effusion was due to transseptal puncture and was unrelated to the mitraclip system.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. A triclip steerable guide catheter (tsgc) was used off-label with the mitraclip clip delivery system (cds) as it was also planned to treat tricuspid regurgitation (tr) grade 3-4 after the mr. Patient was frail but stable. Initial steering to the mitral valve was difficult due to prominent coumadin ridge. During initial steering to the mitral valve a drop of blood pressure was noticed and echocardiographer confirmed circumferential pericardial effusion. Location was unknown as bleeding spread quickly. Physician concluded cardiac tamponade was present. Protamine administered. Patient turned hemodynamically unstable. Pericardiocentesis was performed as the tsgc and cds were removed. Pericardiocentesis was unsuccessful and the patient's condition worsened. Due to this, open heart surgery was performed. After initial improvement with ECMO, the patient's condition diminished and could not be stabilized. After several unsuccessful attempts to resuscitate the patient died. It was thought the pericardial effusion was due to transseptal puncture and was unrelated to the mitraclip system.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The event was reviewed by an abbott director of medical affairs. Based on available information, the reported positioning failure appears to be related to procedural conditions (patient turned hemodynamically unstable during procedure). The reported pericardial effusion, death, hypotension, and cardiac tamponade appear to be related to procedural conditions (related to the transseptal puncture), per the medical review. The reported patient effects of pericardial effusion, death, hypotension, and cardiac tamponade, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical interventions and surgical intervention were results of case-specific circumstances. The reported off-label use was associated with the user using the cds with a tsgc. It was determined that this deviation did not contribute to the reported adverse events; therefore, a letter will not be sent to the account to address the off-label use and its associated potential adverse events. There is no indication of a product quality issue with respect to manufacture, design, or labeling.